Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high capture thresholds. An attempt was made to reposition the lead, but the helix mechanism could not be retracted. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was returned with the helix in a retracted position and dried blood was noted in the helix housing. Additionally, visual analysis observed damage to the drug collar (cuts and collar is out of place). Testing of the helix mechanism did not pass inspection due to the helix housing being clogged with dried blood/body fluid. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture thresholds; however, confirmed the helix difficulty allegation due to the helix housing being clogged with dried blood/body fluid.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high capture thresholds. An attempt was made to reposition the lead, but the helix mechanism could not be retracted. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.